Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had new orders that were not crossing over to station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders did not cross over to pyxis because over 20,000 messages in the external received message table were stuck and were still available for processing as one status. The external messaging inbound service was running, but logs indicated it wasn't processing messages. A technical support specialist restarted the service to resolve the issue, and messages began processing within 30-60 minutes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had new orders that were not crossing over to station. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.